Manufacturer narrative:
Specific patient information and device serial numbers were documented as unknown. The event date was entered as the published date since the date of data collection was not provided. The article's author was listed as follows: escher, a, et al. International journal of artificial organs (2021) 44: 593 http://dx.doi.org/10.1177/03913988211038230; department of cardiac surgery, medical university of vienna, vienna, austria. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the research article "in-vitro hemolysis assessment across the operation range of contemporary implantable rotary blood pumps" identified that heartmate 3 may be related to hemolytic potential rate. This in-vitro study aimed to access in-vitro hemolysis at different operational speed rates. Measurements were performed for six hours with adaptation of operational settings every second hour. Normalized indices of hemolysis (nih) served as standardized hemolytic measure. The three heartmate 3 pumps were evaluated across 12 experimental days amounting to a total of n=9-12 measurements per operating condition. Levels of nih increased towards lower flow settings irrespective of speed. The heartmate 3 devices were implanted at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between device and the reported event could not conclusively be determined through this evaluation. It was reported through the research abstract "in-vitro hemolysis assessment across the operational range of contemporary implantable rotary blood pumps¿ that the heartmate 3 left ventricular assist system (hm3 lvas) may be related to elevated hemolytic potential rate. This was an in-vitro study aimed to assess in-vitro hemolysis at different operational speed rates. Measurements were performed for six hours with adaptation of operational settings every second hour. Normalized indices of hemolysis (nih) served as standardized hemolytic measure. Three hm3 pumps were evaluated across 12 experimental days. Levels of nih increased towards lower flow settings irrespective of speed. It was also noted in the abstract that the research's findings "may not translate to clinical settings where operational conditions inherently depend on the patient¿s remaining heart function." The abstract referenced findings obtained from 3 heartmate 3 lvas used in-vitro; therefore, no patient is involved and the specific device and other case/patient information is not available, and was not requested. No product was evaluated. The heartmate 3 lvas instructions for use lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including hemolysis (not associated with suspected device thrombosis). Information regarding recommended anticoagulation therapy and international normalized ratio (inr) range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Specific patient information and device serial numbers were documented as unknown. The event date was entered as the published date since the date of data collection was not provided. The article's author was listed as follows: escher, a, et al. (B)(6) journal of artificial organs (2021) 44: 593 http://dx.doi.org/10.1177/03913988211038230; department of cardiac surgery, medical university of (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the research article "in-vitro hemolysis assessment across the operation range of contemporary implantable rotary blood pumps" identified that (B)(6) may be related to hemolytic potential rate. This in-vitro study aimed to access in-vitro hemolysis at different operational speed rates. Measurements were performed for six hours with adaptation of operational settings every second hour. Normalized indices of hemolysis (nih) served as standardized hemolytic measure. The three (B)(6) pumps were evaluated across 12 experimental days amounting to a total of n=9-12 measurements per operating condition. Levels of nih increased towards lower flow settings irrespective of speed. The (B)(6) devices were implanted at the time of the event.